Event description:
It was reported to boston scientific corporation that an endovive low profile balloon replacements device was placed in an enteral feeding replacement procedure in 2006. According to the complainant, the following day, the balloon was pulled outside the patients body. Reportedly, the patient did not did not apply any force to the device at the time the device was pulled out. Another device was used to replace this device (unknown device). There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device confirmed there is a small hole in the balloon. It cannot be determined how the small hole in the balloon occurred.